Event description:
It was reported that upon unpacking the 200 micron tfl ball tip single use laser fiber, it was noticed that the laser fiber was broken. It was not used and was set aside. A different, intact laser fiber was opened and used successfully. The issue occurred during preparation for a therapeutic ureteroscopy with laser lithotripsy, and the intended procedure was completed. There was a 1-minute delay, and there were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide a correction to the device lot number (see section d4).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation. Additional information added to the following fields: d9, h4, h6 corrected fields: d4 (UDI) a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than a year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined as the device was not returned to olympus for evaluation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).